Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is a crease sharp opening on radius assessed as fold flaw opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.